Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "

Event description:
It was reported that the patient underwent an initial total hip arthroplasty in 2001. Subsequently due to the cup being vertical there was poly wear and a revision took place on (B)(6) 2014. The acetabular liner and modular head were removed and replaced.